Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality stress testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. The multi-function receptacle was replaced as a precaution. The mulit-function cable used was not returned, a replacement multi-function cable was also sent to the customer and they were asked to discard their older one. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device restarted/rebooted itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.